Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritation from the lifevest rubbing on an decubitus ulcer they had prior to having the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.